Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties and stent balloon damage occurred. The patient presented with symptoms attributed to restenosis in the proximal segment of the right coronary and circumflex. The circumflex artery was treated with successful result. For the second treatment, vascular access was obtained via radial artery. The 38x3.5mm, restenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery (rca). Following pre-dilatation with a 2.5x15mm emerge balloon and a 3.0x15mm nc quantum balloon, a 3.50 x 38mm synergy¿ drug-eluting stent was advanced and implanted successfully. It was noted that after stent deployment, radial force was lost in the proximal segment of the lesion that caused entrapment of the delivery system with the 0.014 wire. After multiple techniques were attempted, the physician was only able to remove the guide wire. The balloon from the delivery system was trapped in the stent struts causing the balloon components to separate. Balloon traces spanned from the rca to the descending aorta. No further complications were noted and the patient's status was stable. The patient did not wish treatment through surgery or a third time through catheterization.

Event description:
It was reported that removal difficulties and stent balloon damage occurred. The patient presented with symptoms attributed to restenosis in the proximal segment of the right coronary and circumflex. The circumflex artery was treated with successful result. For the second treatment, vascular access was obtained via radial artery. The 38x3.5mm, restenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery (rca). Following pre-dilatation with a 2.5x15mm emerge balloon and a 3.0x15mm nc quantum balloon, a 3.50 x 38mm synergy drug-eluting stent was advanced and implanted successfully. It was noted that after stent deployment, radial force was lost in the proximal segment of the lesion that caused entrapment of the delivery system with the 0.014 wire. After multiple techniques were attempted, the physician was only able to remove the guide wire. The balloon from the delivery system was trapped in the stent struts causing the balloon components to separate. Balloon traces spanned from the rca to the descending aorta. No further complications were noted and the patient's status was stable. The patient did not wish treatment through surgery or a third time through catheterization.

Manufacturer narrative:
Device evaluated by MFR.: a portion of the synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. The manifold hub, strain relief, hypotube and broken mid-shaft were returned. The section of the device distal of the break site was not returned; including the wire exchange port, inner and outer shaft polymer extrusion, balloon, stent and tip. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the mid-shaft found a break in the mid-shaft extrusion 158 mm distal from the distal end of mid-shaft/hypotube bond. The returned section of mid-shaft extrusion was also stretched. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).